Event description:
It was reported that the screen of the affected device had gone blank while it was on a patient. The ventilator continued to ventilate. No patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log file analysis, the reported cockpit issue could be verified. A faulty or disconnected lvds cable was identified as root cause of the temporary screen malfunction. As the screen reportedly turned blank, the user switched the device off by using the rocker switch. After the device was switched on again, user interactions via the screen were logged indicating that the cockpit was operable again. It was recommended to check the screen and the cable harness including lvds cable and replace them if necessary. In case of a screen malfunction, monitoring functions and the user interface of the cockpit are not available. The running ventilation is not affected by such an issue and continues as previously set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display located on the ventilation unit and it includes an indicator for the on-going ventilation which the user can see. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.